Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed that the jaws of the event unit would not open. Engineering observed that the blade was in the forward position and blood and eschar were present in the blade channel. Based on the condition of the returned unit, the reported event was caused by eschar that obstructed the blade channel and caused the blade to get stuck in the forward position. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: vnotes hysterectomy. Event description: due to pathology, the uterus wall was weak and spongy.. So, more bloodloss during manipulation/dissection of the structures. Due too that, more cleaning was necessary, but it went well. 10' before the end, after extra cleaning moments of the jaws, the jaws didn't open again... Extra cleaning, tried again approach the tissue through the gelpoint trocar, but once in the position to grap tissue, the jaws remained close. They took a new one without blaming and the procedure has been finished without any further issue/problem. Additional information received from applied medical representative via email on 28-jan-2021: the intervention went well with the first device, but because due too a lot of manipulation, more blood loss than expected due too disease (weak uterus tissue, in normal conditions with lap. Surgery it would have been bleeding also more than a classic uterus), they had to clean the jaws a bit more frequently . But a one certain moment, the whole system blocked and they immediately mention to change for a new device. They finished the last 5' with the new device and all went well. Type of intervention: change of device. Patient status: no patient injury.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: vnotes hysterectomy. Event description: due to pathology, the uterus wall was weak and spongy.. So, more bloodloss during manipulation/dissection of the structures. Due too that, more cleaning was necessary, but it went well. 10' before the end, after extra cleaning moments of the jaws, the jaws didn't open again... Extra cleaning, tried again approach the tissue through the gelpoint trocar, but once in the position to grap tissue, the jaws remained close. They took a new one without blaming and the procedure has been finished without any further issue/problem. Additional information received from applied medical representative via email on 28-jan-2021 : the intervention went well with the first device, but because due too a lot of manipulation, more blood loss than expected due too disease (weak uterus tissue, in normal conditions with lap. Surgery it would have been bleeding also more than a classic uterus), they had to clean the jaws a bit more frequently . But a one certain moment, the whole system blocked and they immediately mention to change for a new device. They finished the last 5' with the new device and all went well. Type of intervention: change of device. Patient status: no patient injury.